Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had been shocked twice now by the security screening devices at walmart. It happened during the day time and not at night. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the steps taken to resolve the shocking sensation associated with the store security screening device was the patient would walk fast through the middle of the security device; the patient reported they had only been shocked twice and have not been again since last reporting the issue.